Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Visual inspection confirmed there was what appeared to be a stain on the product surface of 1 of the tips, sealed inside the package. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing deficiencies. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Telephone: (B)(6). Foreign: japan.

Event description:
It was reported that during inspection, the distributorship found the product to be nonconforming. The incoming inspection team member found debris in the sterile package. There was no patient involvement. There is no additional information regarding whether or not the packaging met specification. Due diligence is complete, there is no additional information available.